Manufacturer narrative:
Device received with operating currents within spec. Device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Formatted history file confirmed software error and motor communication error due to software error. Device received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error 53 and pump error 4. The self-test passed. Customer's blood glucose level was 4.3 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.